Manufacturer narrative:
Concomitant products continued: 4024-58 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited a sharp decrease in impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.